Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the adapter of the clearlink continu-flo solution set detached from the line when the blue cap was removed to connect to the patient. This issue was identified during patient set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(Remove 431 and replace with 435). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.